Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. There was body tissue/fibrotic growth on the distal electrode. Visual analysis noted apparent explant damage and that the lead was stretched. (B)(4).

Event description:
It was reported that the patient experienced pericardial and pleural effusions which the physician thought were related to a lead perforation. Lead testing could not confirm a lead perforation, but the physician elected to explant and replace both the right atrial and right ventricular leads. It was also noted that in gaining access to the subclavian vein, the right atrial lead had insulation damage. No further patient complications have been reported as a result of this event.